Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007101 - natural tibia cemented ¿ 64113458; 42511000510 - articular surface ¿ 64248949; 42540000032 - all poly patella ¿ 64297038. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00191.

Event description:
It was reported at the one month post implantation visit, the patient had new onset valgus alignment of the left knee compared to normal alignment preop. The patient reports no pain or difficulty with gait or adls. No intervention noted to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: this complaint was initiated due to an incidental finding during crf review. Patient underwent initial left total knee surgery on (B)(6) 2019, no intraoperative complications were noted. On (B)(6) 2019, one month post operation visit, it was identified that patient had new onset valgus alignment of the knee compared to normal alignment pre operation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.